Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. The product and/or images was not returned for evaluation. The product was not returned to the manufacturer for evaluation. The product and/or images was not returned for evaluation this product was being used for treatment, not diagnosis. Product description: the pillar system (system) is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. Potential complications include, but not limited to: difficulty swallowing, erosion of implant; implant rejection, partial/full extrusion of implant, sore/scratchy throat, and foreign body sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post 24 hours of the implant procedure, one (1) implant partially poked through the mucosa. The implant date was (B)(6) 2011. No other information or details were provided by the physician.